Event description:
The device was originally implanted via v-p shunt to the patient ((B)(6) female, (B)(6)) in (B)(6) 2000. The initial setting pressure was 50mmh2o and it had not been changed until this year. On (B)(6) 2015, it was found by MRI that the patient¿s condition was getting worse and the abdominal catheter had come out of the abdominal cavity due to the patient¿s growth. Also, the setting pressure remained unchanged even after MRI scanning. The surgeon suspected the functional degradation of the valve and tried to change the pressure by the programmer, but it could not be changed. On (B)(6) 2015, the revision surgery was conducted and the valve was replaced with 82-3842 at 150mmh2o. The patient is currently being followed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 40mmh2o. The valve was visually inspected: no defects were noted. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested. No leaks were noted. The valve was reflux tested, the valve passed the test. The valve was retested for programming. The valve failed the test; during the programming process the cam mechanism did not move. The valve was then pressure tested at 40mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled per process 103025779 rev.2. The magnets were ok. Review of the history device records confirmed the valve product code 82-3100, with lot p1709, conformed to the specifications when released to stock on the 27th january 1999. The root cause of the programming problem is due to biological debris found within the device. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.